Event description:
Reporter stated the pt experienced high blood glucose (in the 500s [mg/dl]) two weeks ago. Pt went to clinic in 2004 (blood glucose was 353 mg/dl)-- treatment received: insulin injection. Pt was still not feeling well (had chest pains) 1-2 hours later, so they went to hosp. At hosp the pt's blood glucose was 250 mg/dl (pt did not receive treatment at hosp for high blood glucose).